Event description:
Reportedly, during a procedure a return electrode was placed on the back of the pt. After completion, a significant burn was noticed on the pt's back approximate with the pad site. The pad is not of uss/valleylab manufacture. After the surgery was complete a decision was made to proceed with follow-up surgery and skin grafting. The facility has been asked more additional info and outcomes.